Event description:
The pump was returned for investigation. Investigation revealed a cracked solder in the piezo connection. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and did not emit audible tones. The pump case was removed and replaced with a new case, and the pump emitted audible tones appropriately. Investigation revealed a cracked solder in the piezo connection. Initial reporter: (B)(6).